Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Cryoablation procedure was performed (B)(6) 2012. Medtronic cryocath was notified 03/01/2012 that the patient had returned to the doctor's office for follow up and was not feeling well. Patient was diagnosed with severe stenosis of lipv that will require treatment.